Event description:
It was confirmed that the sleeve has been disassociated from the stem by CT.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Review of the product mfg histories did not reveal any anomalies. The investigation could not verify or draw any conclusions about the root cause of the reported. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated.